Event description:
It was reported that stent prematurely deployed due to the pressure placed on the stent system in order to overcome the patient's tortuous anatomy. The procedure was completed. The patient was not harmed as a result of this event.